Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has been checked by the field service engineer of olympus europe se & co. Kg (oekg) at the user facility, moreover the video connector socket of the subject device was transferred to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and duplicated the reported phenomenon which was displayed the error b30. Based on the investigation and the report from oekg, omsc surmised there was the possibility this phenomenon was attributed to deterioration of the video connector of the subject device. Omsc could find that the dust was attached, and the electrical contact was bent which might have occurred the communication failure between the subject device and the endoscope. It was also surmised that the cause of those failures might have occurred due to wear, deterioration, and damage with long-term use. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed when the subject device was connected to all evis 170 series videoscopes owned by the user facility at the unspecified timing. However the user reported that those all evis 170 series videoscopes were no problem with another video processor. The field service engineer went to check the subject device at the user facility and found the video connector socket failure of the subject device and took it back to the service department of olympus (B)(4) for confirmation in the near future. There was no patient injury associated with this report.